Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure for the posterior root of the medial meniscus it was observed that when deploying the truespan 24 degree plga device, the first implant was successfully deployed, but the second implant failed to be expelled from the applier. It was reported that the remaining implant was removed from the body. It is believed that the applier shaft (white sheath) became bent, reducing the space for the implant to pass through, preventing the second implant from being deployed. It was reported that the surgeon opened another truespan 24 degree plga device and an attempt was made to suture the same area. However, the use of the device was stopped because the needle appeared to be bent. Upon inspection of the product, it was found that the applier shaft and needle were bent due to the narrowness of the medial femoral condyle and tibia. It was reported that that the surgeons determined that deploying the implant would be difficult and therefore discontinued the use of truespan plga device. The surgeon modified the location and method and then sutured the meniscus. It was reported that there was 30-minute surgical delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.